Manufacturer narrative:
Concomitant products: product ID 39565, serial# unknown, product type lead; product ID neu_ptm_prog, serial# unknown, product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was implanted at t10 about two years prior to the date of the report. It was further reported that the first day it was turned on, everything was exactly like the trial with constant stimulation. It was then noted that the day after it was turned on it started to ¿cycle¿ with the patient¿s pulse. When the patient pulse occurred the stimulation reportedly disappears and then returns. It was noted that this happens at the patient¿s pulse rate. It was further reported that there was nothing that the manufacturer representatives could do ¿in the way of electrode selection or adjusting electrical parameters ¿ changes the stimulation.¿ the patient also reportedly could be absolutely motionless and have stimulation change dramatically.